Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and failed. Share data log was reviewed and a failed transmitter error was not observed as there was no data available. The complaint confirmation of a failed transmitter error could not be determined. The root cause could not be determined post investigation.